Event description:
It was reported that the ilet delivered alert 38 indicating consecutive stalled motor, the user attempted a restart without resolution, completed a successful dry run with guidance, and was advised to perform a supply change, which the user understood and proceeded with independently; the user repackages supplies and was unable to provide the lot number of the components used, and glucose rose to 300 mg/dl before trending down to 180 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.